Event description:
A (B)(4) female pt contacted zoll customer support for an unrelated issue. During servicing a reportable problem was discovered. The charger/modem would not power on and was also contaminated. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition, there was contamination on the battery board. The cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective memory or contaminated battery board. The pt received a replacement charger/modem.